Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, there was an incomplete staple line. Another instrument was used to complete the procedure with no pt consequence.